Event description:
It was reported patient underwent a hip fracture repair procedure on an unknown date. Subsequently, patient was revised on an unknown date due to a fractured affixus nail.

Manufacturer narrative:
User facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number / manufacture date ¿ unknown.